Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable pth elecsys e2g 300 results for 1 patient on a cobas pro sb analyzer. The initial serum sample result was 89.8 pmol/l. Over the next three hours, the sample was repeated 3 times and the results were 53.6 pmol/l, 43.1 pmol/l, and 26.5 pmol/l. A plasma sample collected the same day had a result of 7.51 pmol/l. The initial serum sample was tested again five times and the results were 10.7 pmol/l, 10.4 pmol/l, 10.6 pmol/l, 10.5 pmol/l, and 10.5 pmol/l. The plasma sample was retested 5 times and the results were 7.39 pmol/l, 7.54 pmol/l, 7.56 pmol/l, 7.56 pmol/l, and 7.48 pmol/l. No questionable results were reported outside of the laboratory.